Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013 - device evaluation: the pump has been returned and evaluated by product analysis 10/10/2013 with the following findings: the display lens was found to have surface cracks around the edge of the lens. During testing, the display screen text was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive; and required multiple button presses to elicit a response. The contrast button was hard to press and required increased force to engage. There was no visible damage observed to the keypad cover. The keypad cover was removed and evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the pump display screen has three cracks along its edge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.